Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be attributed to use-error. The injury occurred due to movement of an instrument with less than optimal visualization of the surgical field by the bedside assistant. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted nissen fundoplication procedure, an injury to the spleen occurred during the division of short gastric vessels and dissection of fundus with a 3rd-party harmonic ace instrument by the patient side assistant. The surgeon applied gauze and 3rd-party "surgiclean" to stop the bleeding. During the introduction of one of the surgiclean with the maryland bipolar forceps (mbf), a second injury to the spleen occurred and the procedure was converted to traditional laparoscopic surgery. The patient lost 2 liters of blood and received a blood transfusion. The surgeon thinks that the cause of the injury was due to a bad camera angle.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, during the division of short gastric vessels and dissection of fundus with a 3rd-party harmonic ace instrument the patient side assistant, an injury to the spleen occurred. The surgeon took some time to search for the injury. The surgeon applied gauze and "surgiclean" (a 3rd-party manufacturer product) to stop the bleeding. During the introduction of one of the surgiclean, a second injury to the spleen occurred. The procedure was converted to laparoscopic. The patient lost 2 liters of blood requiring a blood transfusion. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the harmonic ace instrument was inserted through a 3rd-party laparoscopic port. The harmonic ace instrument reportedly caused a laceration injury to the spleen and the surgeon believes that the injury occurred due to a bad camera angle. In regards to the bad camera angle, it was explained that the bedside assistant was too far away from the monitor and therefore did not have optimal vision of the surgical field. There were no unexpected movements of the system arm or da vinci instruments nor any anatomical factors that led to the injury. The surgeons took some time to find the injury because they were looking for the source of bleeding at the short gastric vessels since they were dividing the short gastric vessels at that time. It took them some time to realize that the bleeding was coming from the spleen. "Surgiclean" and gauze were applied through a 3rd-party laparoscopic port to stop the bleeding. During the introduction of the "surgiclean" and while trying to accommodate the "surgiclean," the bedside assistant punctured the spleen with the maryland bipolar forceps (mbf) instrument. Demographic information was enquired but not provided. The customer declined to return the mbf instrument for failure analysis investigation.